Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was over 600 mg/dl. Customer reported that her pump has a crack in it and had no delivery alarm. Customer had issues in the last year with bent cannulas. The insulin pump will not be returned for analysis.